Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas could not be unlocked despite the wake button functioning, and a restart via the ilet mobile app did not resolve the issue; the device was synced, and the touchscreen was implicated with a recorded blood glucose of 254 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive key or button affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.